Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the off no power and self tests. The motor was tested outside of the device and passed. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file with alarms that were due to a corrupted history file. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose reading was 280 mg/dl. The customer also received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.